Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) declared elective replacement indicator (eri). This is a boxed unit, and this observation was made after the local representative performed two manual cap reforms. It is not known if the behaviour is secondary to the device being cold. However, the information does suggest that the device has not been implanted.